Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm issue. There was no additional information available for this complaint. There was no indication of device type at the time the incident was reported. There was no reported adverse event associated with this complaint. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.